Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly. It was determined that diode, designator cr43 was electrically shorted. The shorted diode prohibited the device from charging for defibrillation.

Manufacturer narrative:
The initial medwatch report indicates: physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly. It was determined that diode, designator cr43 was electrically shorted. The shorted diode prohibited the device from charging for defibrillation. The initial medwatch report should indicate: physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly. It was determined that two diodes, designators cr43 and cr44, were electrically shorted. The shorted diodes prohibited the device from charging for defibrillation.

Event description:
The customer contacted physio-control to report that a service indicator was displayed on their device and an event code was logged. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would not charge for defibrillation therapy.